Event description:
It was reported that once placed the implant the ratchet extension could not be disengage from the implant. Implant was removed and a new one was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One implant. One ratchet extension were returned for investigation. Visual evaluation of the as returned product identified both devices stuck. Functional testing to recreate the reported event could not disengage the devices, malfunction. A pre-existing condition noted on the per was moderate bone density (type ii). The reported implant was located on tooth 45 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: p-zbdinstrp), rev e 2022/04/01; warnings and precautions & p-zbdinstrp), rev e 2022/04/01.; warnings and precautions. DHR review: (ire200u). DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: (ire200u) a complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA /hhe/d/ie/product holds for the reported product. Review completed utilizing keywords: 'does not disengage/release' post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.